Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer received a motor error alarm and a force sensor calibration values corrupted alarm from his/her insulin pump. The customer's blood glucose level was 338 mg/dl. The product was returned. Nothing further was reported.

Manufacturer narrative:
The pump was received with a cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window, and a cracked case near the display window corners. The pump also had a constant alarm due to a software error. Unable to confirm the motor error alarms due to the constant alarm. The motor was tested, and it passed.